Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this right ventricular (rv) lead. Technical services (ts) noted that nothing odd observed except a paced beat that likely exhibited loss of capture (loc). The lead remains in use. No adverse patient effects were reported.